Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) /2015, abbott point of care was contacted by a customer regarding I-stat b-hcg cartridges that yielded a suspected false positive result of 30.9 on a (B)(6) year old female patient. The test was repeated on an alternate method and the result was 0.0 based on the information available. The customer states that the patient was also tested using the quickvue serum/urine kit and was negative. The b-hcg test was done as pre-op testing for a tonsillectomy. The customer states that the procedure was completed. Date: method: result: (B)(6) 2015, I-stat, 30.9. (B)(6) 2015, dimension exl, 0.0. (B)(6) 2015, quickvue serum/urine kit, negative. There was no repeat on the I-stat and at this time there is no reason to suspect that a malfunction exists. Based on the information available and internal control algorithms the event is reportable as a potential product malfunction although not confirmed at this time. There are no injuries associated with this event. The investigation is underway.

Manufacturer narrative:
(B)(4). The investigation was completed on (B)(4) 2015. Retain product was tested and is functioning according to specification. Return product was not available for investigation.